Event description:
A review of maude database on 05/15/2024 found; report ID: (B)(4) filed against (B)(6) as the MFR against a companion 5 oxygen concentration. The event description stated "(B)(6) 2024 - spouse of pt called to report that pt had expired in fire in her home. Per call he tried to assist pt but was unable to, report received from county fire marshall on 04/02/2024 indicates that heat source lighter, cigarette, cigar, item first ignited: pipe, duct, conduit, hose; type of material first ignited: plastic, cause of ignition: unintentional; factors contributing to ignition, misuse of material or product, other: equipment involved in ignition, oxygen administration equipment, entire structure as well as contents of home destroyed." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).